Event description:
A cracked and shattered touchscreen was reported, rendering the pump illegible. There was no adverse impact to the customer's blood glucose level. The customer opted to use a backup insulin pump and was instructed to return the faulty pump using a prepaid label within 10 days.